Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding, extreme blood loss') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included hypertension and brain neoplasm malignant. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain, lower pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 4 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced uterine haemorrhage ("uterine bleeding, aub"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), menstruation irregular ("irregular menses"), breast discharge ("bilateral nipple discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and pelvic pain had resolved and the vaginal discharge, dysmenorrhoea, cystitis, alopecia, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, weight increased, weight decreased, uterine haemorrhage, endometriosis, adenomyosis, arthralgia, menstruation irregular, breast discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, breast discharge, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted - insertion date of essure- (B)(6) 2012. Discrepancy noted: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage, endometriosis, adenomyosis, arthralgia, menstruation irregular and breast discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding, extreme blood loss') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included hypertension and brain neoplasm malignant. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain, lower pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 4 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced uterine haemorrhage ("uterine bleeding, aub"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), menstruation irregular ("irregular menses"), breast discharge ("bilateral nipple discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and pelvic pain had resolved and the vaginal discharge, dysmenorrhoea, cystitis, alopecia, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, weight increased, weight decreased, uterine haemorrhage, endometriosis, adenomyosis, arthralgia, menstruation irregular, breast discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, breast discharge, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted - insertion date of essure- (B)(6) 2012. Discrepancy noted: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage, endometriosis, adenomyosis, arthralgia, menstruation irregular and breast discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received outcome of events " pelvic pain and extreme blood loss" were updated as recovered. Patient demographics was added. Events added: abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's family history included hypertension and brain neoplasm malignant. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 4 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headache"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), menstruation irregular ("irregular menses") and breast discharge ("bilateral nipple discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, vaginal discharge, pelvic pain, dysmenorrhoea, cystitis, alopecia, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, weight increased, weight decreased, uterine haemorrhage, endometriosis, adenomyosis, arthralgia, menstruation irregular and breast discharge outcome was unknown. The reporter considered adenomyosis, alopecia, arthralgia, breast discharge, cystitis, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted - insertion date of essure - (B)(6) 2012. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: uterine haemorrhage, endometriosis, adenomyosis, arthralgia, menstruation irregular and breast discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: this case turned to valid with information received via plaintiff fact sheet and medical records. New events from pfs: genital haemorrhage, vaginal discharge, pelvic pain, dysmenorrhoea, cystitis, alopecia, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, weight increased, and weight decreased. New events from mr: uterine haemorrhage, endometriosis, adenomyosis, arthralgia, menstruation irregular and breast discharge. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.